Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed high threshold measurements, while shock and lead impedances remained within range. A micro lead dislodgment was suspected of this lead; therefore defibrillation threshold (dft) testing was performed on this patient. The dft test was performed with no complications and the patient was safely converted and patient was in normal sinus rhythm. A revision procedure will be performed in the near future to replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.